Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation, it found that electrocardiography anomaly was noted on the pacemaker. No intervention was performed. The patient was in stable condition.